Manufacturer narrative:
This follow up report is being submitted to update results from the legal manufacturer investigation and device evaluation notes. The device was returned for investigation. Upon evaluation of the device, the initial reported event of insufflator failing to produce enough flow was not confirmed. The uhi-4 high flow insufflation unit was kept for burn-in test over two hours and the unit passed all functional test. Upon further review of this complaint by the legal manufacturer, this event is not reportable. There is no allegation of patient harm. Per the manufacturer's risk documentation it is unlikely serious injury would occur due to this event. The complaint will be closed by the manufacturer. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Additional information from the customers states it is believed that it was approximately three (3) weeks ago when the problem was discovered during inspection/set-up. The event did not occur during a procedure.

Manufacturer narrative:
As part of our investigation, the service center followed up with the user facility via telephone and in writing to obtain additional information regarding the reported event but with no result. The device was not returned to the service center for evaluation. The cause of the reported event cannot be determined at this time. The investigation is ongoing and if additional information is received this report will be supplemented accordingly.

Event description:
The service center was informed that the insufflator was not producing enough flow. There was no patient involvement reported.